Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause could not be identified because the actual device was not sent. It is presumed that the cause was as follows. The power supply board has failed. The video processing board has failed. It was caused by the influence of other than the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus thailand (oth), it was found that the subject device automatically restarted few minutes after the subject device was turned on. There was no report of patient injury associated with the event.